Event description:
It was reported that the user experienced an episode of hypoglycemia with a confirmed blood glucose of 44 mg/dl and described not announcing meals, treating the low with juice, glucose tablets, and a snack, and previously pausing insulin therapy for extended periods; the medical device problem and device component were recorded as insufficient information. Symptoms included confusion/disorientation, malaise, nausea, and shaking/tremors. Outcomes included no health consequences or impact. Investigation included communication/interviews and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and that the cause and device/component involvement could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.